Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, serial#:(B)(4), product description: linear st lead, 50cm.

Event description:
A report was received that the patient could not get stimulation at the right side. It was noted that the contacts had high impedances. Device malfunction was suspected. The patient underwent lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
This is a duplicate issue of MFR report #: 3006630150-2017-04471.

Event description:
A report was received that the patient could not get stimulation at the right side. It was noted that the contacts had high impedances. Device malfunction was suspected. The patient underwent lead replacement procedure. The patient was doing well postoperatively.